Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Prior to the hospitalization it was stated that the customer had suffered from vomiting, high blood pressure. Per dr, customer has a upper gi and is bleeding. It was also stated that the customer rec'd no delivery alarm. However, the programming was correct in the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.